Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft, outflow graft/ unk/model #: 1125/catalog #: 1125, UDI #: asku, device available for evaluation? No. Device labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for multiple low flow alarms and complaint of lightheadedness. The patient was administered fluids and imaging tests revealed a kink in the outflow graft at the aorta anastomosis site. It was further reported that the patient received a heart transplant. The ventricular assist device (vad) was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the hvad pump and a segment of the outflow graft were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Failure analysis of the returned segment of outflow graft revealed that the device passed visual examination. However, visual evidence provided by the site revealed a kink in the outflow graft while the device was implanted, thus confirming the reported outflow graft kink event. Internal pathological report revealed no evidence of thrombus within the devices. Log file analysis was not performed since log files covering the reported event date were not available. As a result, the reported low flow event could not be confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event may be attributed to a kink in the outflow graft. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.